Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridges were filled with 300 units of insulin. The customer reported blood glucose level was 251 mg/dl, and was addressed with a correction bolus. The customer filled a new cartridge with 280 units, and was able to successfully complete the load process.